Event description:
Customer reported a current low blood glucose level with the lowest reading at 60 mg/dl confirmed by cgm and a bg meter reading of 48 mg/dl. There was no adverse impact to the customer's blood glucose level. To manage the situation, the customer drank apple juice and continued using her old pump while waiting for a replacement pump. Cts assisted the customer in updating basal rate settings, which were incorrectly entered and attributed to the low blood glucose levels. No replacement supplies were needed.